Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The customer stated that she received the alarm and then she discontinued using the insulin pump. Troubleshooting was performed. The customer stated that a new battery was inserted and received an error alarm. The customer was able to rewind and a displacement test was performed, but the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.